Event description:
According to reporter, a suction catheter was difficult to pass through the product during use. No incident related medical sequelae was reported.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Investigation determined that the returned sample met mfg and dimensional requirements for this product.